Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead exhibited noise oversensing. Episode of nonsustained ventricular tachycardia (vt) was also noted. Lead damage was suspected. No intervention was performed. The patient was stable.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of oversensing noise and suspected lead damage were confirmed. As received, a partial lead was returned in two pieces. Analysis found an external insulation abrasion breaching the connector leg and exposing the ring electrode coil. The cause of the reported events was due to the exposure of the ring electrode coil which is consistent with friction to the device can.